Manufacturer narrative:
The customer's address is unknown:  (B)(6) has been used as a default.  There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9346553. Medical device expiration date: na. Device manufacture date: 2020-02-18. Medical device lot #: 0034913. Medical device expiration date: na. Device manufacture date: 2020-04-15. Medical device lot #: 0265860. Medical device expiration date: na. Device manufacture date: 2020-09-21. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 0.5ml 31gx6mm u-100 insulin syringes experienced no label or missing label information. The following information was provided by the initial reporter: material no. 328520, batch no. 9346553, 0034913, 0265860. Pharmacy reported if items expired - no exp date on boxes. Unopened informed of manufacturing dates from lot #. Pharmacist thought it was recent. Date of event: (B)(6) 2021.